Event description:
It was reported that there was a foreign substance found in the head of the screw. A stone in the hexagonal recess blocked in the screw head. This stone comes from grinding process while manufacturing. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that there is a stone in the hexagonal recess blocked in the screw head. This stone comes from grinding process while manufacturing. Unfortunately this stone was blocked in the hole and was not removed at the end of the procedure. Unfortunately, the final inspection team did not find this part. This is clearly a manufacturing issue. We will forward this device into non-conformance process at manufacturing side. Reviewing the manufacturing document and complaint history, we classify this as an isolated case.